Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose. Customer¿s blood glucose level was in the range of 300 to 400 mg/dl. Customer was treated with manual injection. Customer was feeling sick and had nausea. Customer declined to check air bubbles and leak. Customer declined to check the setting. Customer did not allege insulin pump for under delivering. The insulin pump will be returned for analysis.